Event description:
Patient has multiple out of range impedances since generator exchange. Unipolar impedance normally trends in the low 200 ohms range. Sensing is at 0.3 ms and p waves measure .30. There is some undersensing on atrial episodes noted. Also, atrial lead position check failed. Caller will continue to monitor patient and turn off atrial lead posit ion check at next in office follow up. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).